Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing and shock impedance measurements. It was noted that the patient was under an ablation procedure at the same time that determined that the measurements were observed. After this, the parameters went back to normal limits. Due to this, it was determined that the out of range impedance measurements were due to the ablation procedure. No changes were performed. This device remains in service. No further adverse patient effects were reported.